Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿, 2 tubes had the stoppers fall off upon opening the package. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon review and analysis of the customer-provided photo, no stopper pop-off was identified, as both samples were observed with intact stoppers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿, 2 tubes had the stoppers fall off upon opening the package. There was no health impact or consequences reported.